Manufacturer narrative:
(B)(4). Date sent: 08/25/2020. Additional information was requested, and the following was received: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Egd (B)(6) 2019, hiatal hernia noted and pathology showing barrett¿s, dilation was performed motility study: marshmallow bagel, (B)(6) 2019, normal motility and hiatal hernia modified barium swallow, (B)(6) 2019, normal, functional swallow normal noted by speech pathology. On what date did the implant take place? (B)(6) 2019. On what date did the explant take place? (B)(6) 2020. What is the lot number of the linx device? No. When using the linx sizing device what technique was used to determine the size? Both visual and popoff. Did the patient have an autoimmune disease? Yes. Is the patient currently taking steroids / immunization drugs? Ivig infusions. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Yes, patient was dilated during egd. How severe was the dysphagia/odynophagia before intervention? Unsure of severity prior, patient was able to eat and keep weight maintained prior to surgery. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No, dense inflammatory scar tissue was found around the linx device. What was the reason for removal of the linx device? Dysphagia. Was the device found in the correct position/geometry at the time of removal? Yes. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? On what date did the implant take place? On what date did the explant take place? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? What was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the linx was removed because the patient had dysphagia. Case was completed successfully.